Event description:
This is the 3rd occurrence of blood tubing leaks in blood warmers in 6 months from the same MFR. The current blood warmer in question was a ranger by bair hugger blood/fluid warmer, model 245, serial # (B)(4). Reason for use: transfuse due to anemia.